Event description:
It was reported that the patient underwent lead revision due to right ventricular (rv) lead dislodgement. The rv lead was found to be coiled in the pocket. It was further noted that tissue was stuck in the helix, preventing it from operating properly. The lead was explanted and replaced. Patient condition was stable throughout.